Event description:
It was reported that during an unknown procedure, pushed the device to the end; could not cut the tissue completely; it was hold on there at the direction of north-west. It was unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
.

Manufacturer narrative:
(B)(4). Additional information: were the donuts complete when the device was removed and the donuts were checked? N/a. Was the procedure done open/laparoscopically? Laparoscopically. What device was used for the proximal and distal transaction? What color reload? Cdh29, blue. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) purse string device. How was the purse string placed, by hand or with an assist device? If an assist device, what product? Assist device, unknown. Was the spike of the trocar inserted lateral or through the staple line? N/a. What confirmation did the surgeon receive that the anvil was firmly attached? Unknown, complaint was discovered after device was fired. When the device was fired, where was the indicator within the green zone/gap setting scale? Gap setting scale. Was buttressing material utilized? N/a. Was the instrument fired across or near an existing staple line or clip? N/a. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? The surgeon confirmed the device was fully fired. Were any unexpected noises heard? No, there were not any noises be heard. Were any of the forces higher or lower than expected (closing, firing, or opening)? It was used under normal conditions. Was there any difficulty removing the device from the tissue? N/a. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) N/a. Did the operation change significantly as a result of the device issue? N/a. What is the patients age and sex? (B)(6), female. Did a hcp other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results found that the device arrived in good visual condition. The breakaway washer was cut and only the anvil half present; there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.